Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the e116 due to weak connection between motherboard and memory card. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of a customer, the visera 4k uhd camera control unit had error code e116 displayed. The event was found during installation of the demo unit. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error code e117 was also observed. Error e117 is also associated with contact failure between the motherboard and memory card. However, the definitive root cause of errors e116 and e117 could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not apply excessive force to the camera control unit and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ olympus will continue to monitor field performance for this device.